Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the passive lead was attempted in multiple positions however the parameters were not ideal, in that the lead could not pace normally. The lead was not used and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.